Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with bg measurements in the 50s mg/dl and a device low-glucose alert during the episode; the user consumed sugar tablets after a vomiting episode and performed a manual bg check that confirmed low glucose, after which bg rose into the 70s mg/dl. Symptoms included no reported clinical manifestations. Outcomes included self-management without external assistance or medical intervention. Investigation included a review of the event details and device alert behavior. Investigation of this case revealed that the device generated an appropriate low-glucose alert and there was no evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.